Manufacturer narrative:
(B)(4). Final analysis found that the insulation was crushed at 29.2cm to 30.2cm and 46.5cm to 46.7cm from the connector pin, which fractured the outer coil at 29.2cm to 30.2cm. The damage sustained resulted from clavicular crush.

Event description:
It was reported that an insulation anomaly was observed on the atrial lead. No patient symptoms were reported. The lead was successfully explanted.